Event description:
Information received indicates the left head siderail wouldn't stay latched.

Manufacturer narrative:
The technician isolated the issue to the siderail inline spring. He replaced the inline spring to repair the bed.